Event description:
The customer reported that prior to connecting the patient to the unit, the unit smelled of smoke and displayed an "error code" message. The customer cycled the unit's power off and then on and normal operation of the unit resumed. The pt though was switched to another unit and therapy was initiated. No pt injury was reported.